Manufacturer narrative:
Date sent to the FDA: 05-apr-2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, scarring, scar tissue following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced chronic pain, inflammation and mesh separation. No additional information is provided.